Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, post vessel closure the pt was experiencing access site pain. Thrombolytic therapy (tpa) was administrated overnight; however, the pt was still experiencing access site pain. The pt was transferred from diagnostic center to the acute center of the hospital. The pt was taken to surgery and a lateral cut down was performed and the clip was found to have captured the back wall and thrombosis was identified. Blood flow was restored with percutaneous transluminal angioplasty (pta) and treated with thrombolytic therapy. An angioplasty was performed apposing the clip to the artery wall and was surgically repaired. The pt is reported to be doing fine. There were no reported adverse pt sequelae. Though requested, no add'l info was available.